Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received reports that troubleshooting was able to resolve this issue.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg was unable to communicate with the external devices. Troubleshooting has been unable to resolve the issue. Further intervention may be pending.